Event description:
Unit was set to 58mm/24 hr to infuse 18mls of diamorphine/cycloxene in normal saline. Syringe used was bd 20ml. Reports is that unit was being used for the first time and for three days, had been, apparently functioning correctly -incident occurred on 4th day and it is claimed unit infused whole 18mls in 1 hour. There is no report of medical intervention or pt problem.